Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. It was further communicated that the pump will not be returned for evaluation. The heartmate 3 lvas IFU, rev. C, is currently available. Section 1, "introduction," lists potential adverse events which may be associated with the use of the heartmate 3 left ventricular assist system, including various types of organ failures/dysfunctions and death. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient passed away on (B)(6) 2021. The patient experienced post operative vasoplegia requiring high dose vasopressors and eventually leading to multi system organ failure. The death was not considered to be device related. The device operated as expected.